Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that during implantation of intraocular lens, a mark on optic in the axis of the injector was noted. The lens was removed and replaced in the initial procedure and the surgery was completed. Additional information was received stating the lens was removed by enlarging the incision to 3mm. The surgeon suspects the injector or a defective iol.